Event description:
A (B)(6) year old male patient underwent cook celect ivc filter retrieval from the inferior vena cava on (B)(6) 2014. The cook clover snare separated from the snare wire leaving the four loop portion inside the patient. This occurred after extended use and after the physician attempted to place a slight curve on the snare catheter. The broken piece of snare wire then floated to the right pulmonary artery. A cardiologist was called in to assist in retrieval, but all attempts failed as they did not have the necessary equipment to reach the broken device. Patient was then transferred to another medical facility for the foreign body retrieval. Patient had a ultrasound to determine the location of the broken device. Patient had an additional access site puncture at the right femoral vein to attempt to retrieve the broken snare. No additional information has been provided by the reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.